Event description:
Unit failure while on pt. There was no pt injury. The respiratory therapist said the pt became agitated and the respiratory therapist notice the unit started to double cycle. Then the unit stop cycling did not alarm and the display read fail.